Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Material number and batch number is unknown; reviews could not be performed. Based on limited information available after unsuccessful attempts to obtain - unable to assess the rm documentation. No physical sample was provided by the customer. CAPA is not required at this time.

Event description:
It was reported that the unspecified bd 3ml syringe experienced a needle that broke. The following information was provided by the initial reporter: 1 needle broke off inside of insulin bottle. Did customer require medical intervention? - no.